Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to apparent atrial driven arrhythmia. Review of the event by technical services (ts) indicates there is some evidence of myopotential noise classified at times with n (noise) markers, and sometimes it is oversensed, just not enough to record any events. The patient heart rate shows to be undulating between 100-150 beats per minute (bpm), so it was recommended to find out if the patient was exercising at the time. It was also advised to investigate around rate control before concluding reprogramming the vector, as well as in-clinic assessment was recommended. The s-ICD remains in service. No additional adverse patient effects were reported.